Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead a few weeks post-implant. The clinician indicated that the lv lead involved difficult placement. One particular configuration looked desirable but the clinician had some programming difficulty. The lead remains in use. No further patient complications have been reported as a result of this event.